Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a resolute integrity drug eluting stent to treat a lesion in the rca. No damage was noted to the packaging and no issues were noted when removing the device from the hoop. The device was inspected and prepped with no issues noted. It is reported that the stent became deformed during positioning/advancing at the lesion. The procedure was completed with another resolute integrity stent of the same size. No injury occurred to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: blood residue was visible in balloon and distal tip. Numerous kinks visible on hypotube during visual inspection. Stent was returned partially expanded, distally and proximally. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident through the stent, from 10th-20th distal stent wrap, struts seemed slight raised on the expanded stent. Also, deformation was visible to the 28th and 29th distal stent wrap, with struts raised and stretched. The inner lumen patency was verified with a 0.015 inch mandrel. There was no deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.